Event description:
It was reported that this patient with a 29mm bioprosthetic mitral valve, implanted for thirteen (13) years and ten (10) months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The tmvr was performed with an 29mm edwards transcatheter valve. Per medical records, the patient was seen in the outpatient department with worsening symptoms of fatigue, lower extremity swelling and sob. Echo revealed moderate mitral valve regurgitation due to paravalvular leak as well as valvular component. There was moderately severe mitral stenosis. Transthoracic echo and ice revealed a well place and well seated valve with no evidence of significant mitral regurgitation. The patient tolerated the procedure well and was transferred to the cvicu in stable condition. The patient was discharged home in stable condition on pod #3.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for thirteen (13) years and ten (10) months, underwent a valve-in-valve procedure due to mitral stenosis. The tmvr was performed with an edwards transcatheter valve. No other details were provided.